Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) results that were generated by the access instrument. The actual accu tni results were not provided. The erroneous results were reported out of the lab. No additional information regarding this event was provided by the customer. No death or injury related to this event was rpeorted.